Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws were misaligned when the clip was fed into the jaws at the 1st firing. A different device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). When one of the jaw legs are restricted from opening to the full aperture and then the clip loading process is performed the result is a "j" shaped clip the will typically get jammed in the device throat. The clips shape exhibited in these photographs and the fact that the clip is retained within the jaws with one of the jaws legs not in the full open position, lead me to believe that the jaw leg was being depressed during the clip loading process. Red dots/witness marks are not place on their device jaws, I have concerns that this device may have been reprocessed and or re-sterilized. Conclusion: the photographic evidence alone cannot visually identify any physical damage to the jaws. The position of the one jaw is the position I would expect to see both jaws in as the device is being placed through and traveling down a trocar sleeve. Since no device was returned for analysis for closer visual and functional testing, I cannot determine if the jaws were damaged and/or what may have caused the difference in jaw depression state / position.